Manufacturer narrative:
D10 concomitant devices: 4580978 200-02-38 - three peg patella 38mm; 4381650 02-010-01-0250 - logic femoral ps cem left sz 5; 4249745 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t; 4619022 204-34-02 - fluted stem extension 25l x 14 mm; 4473224 204-70-00 - tibial stem ext. Screw. H3: the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately 8 years after implantation of a left knee, the insert had disassociated from the tibial tray. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
The revision reported was likely the result of prosthesis wear and disassembly. Additional reasons for the reported revision may be inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs and relevant clinical information were not provided. H6: corrected medical device and investigation clinical codes.